Manufacturer narrative:
The device was returned and evaluated, and the engineer did not confirm "screen black out " reported by user. Additional findings include the following: water tightness is lost due to a pinhole on bending section cover, and the light guide tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had a black screen occasionally. The issue was found during preparation for use during a tracheoscopy diagnostic procedure, and it was completed using similar equipment. Patient was not under anesthesia, there were no reports of patient harm, and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that leakage occurred from the bending section cover or distal sheath (black covering of the bending section), allowing water to invade the device. This could have led to an abnormality in the circuit, such as a short circuit, which could occasionally cause the screen to go black. The event can be prevented by following the instructions for use which state: precaution for disappeared or frozen endoscopic image; warning. ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear. Unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution. ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the wli endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the wli endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 53. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 56. Olympus will continue to monitor field performance for this device.